Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5102756) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, " started experiencing headaches and extreme dizziness on a daily basis". The patient stated, "I thought it was my vision prescription that changed so I got a new prescription and new glasses'. " the problem remained." " about a month ago I received notice from my sleep therapy doctor that there was a recall on the philips dreamstation CPAP device I was using". " I kept using the machine until a week ago after I read that headaches and dizziness were symptoms of the foam inhalation". "The next day after stopping, my headache went away and my dizziness was substantially less, two days later I was headache and dizziness free". The patient also stated, " now my problem is that I don't get a good night's sleep". " philips said they are waiting on regulatory approval and there's nothing they can do to replace or repair my device". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on august 08. 2023, and section h11 should be reported as, the manufacturer received a voluntary medwatch (mw5102756) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, " started experiencing headaches and extreme dizziness on a daily basis". The patient stated, "I thought it was my vision prescription that changed so I got a new prescription and new glasses'. " the problem remained." " about a month ago I received notice from my sleep therapy doctor that there was a recall on the philips dreamstation CPAP device I was using". " I kept using the machine until a week ago after I read that headaches and dizziness were symptoms of the foam inhalation". "The next day after stopping, my headache went away and my dizziness was substantially less, two days later I was headache and dizziness free". The patient also stated, " now my problem is that I don't get a good night's sleep". " philips said they are waiting on regulatory approval and there's nothing they can do to replace or repair my device". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The device has not yet been returned to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated.